Event description:
Patient called back in stating how they had a few falls over the summer, and repeating how they felt like a police was tasing them whenever they turned stimulation up. Patient stated they did speak with their rep and their healthcare provider, and they were ordered to have an MRI to check for damage. Patient stated they had the MRI, and there was no damage to the internal equipment. Patient stated their doctor told them to start over from 0.1 intensity and work their way up in intensity from there. Patient stated they normally were at 1.8 from april to september, and then when they first called in they reported how they felt like they were being tased. Patient stated they were told to wait until MRI to turn stimulation up, and patient stated at 0.4 they feel intensity in their tummy where their nerves are. Patient stated they were told by rep to always press white button and click stimulation on before changing intensity. Patient stated when they were to set the controller down the controller was not being recognized as on. Agent reviewed that screen will auto turn off on controller, and that it does not turn stimulation off. Patient stated when they set the controller down they feel stimulation and asked if it was normal if they felt it other places in the body. Agent redirected patient to healthcare provider. Patient stated they already spoke to healthcare provider who told patient that was normal. Agent documented information given on the call. Additional information was received from the patient (pt). They reported that after meeting with the rep from medtronic and their pain management doctor, they got a MRI. Pt reported the MRI came back ok. Pt noted the rep did not know that the stimulator behaved very badly. Pt noted rep had them turn all levels down to 0 and start increasing stimulation gradually to 0.1 from groups a-d every 24 hours. Pt noted this seemed to be ok and was helping their back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and manufacturer representative regarding an implantable neurostimulator (ins) which is used for failed back surgery syndrome and leg, back and spinal pain indications. Patient reported they were having issues with their stimulation. Patient increased stimulation and they set it at '01.8' and it was almost up to 2 out of '50'. Patient stated it felt like a policeman was shooting them with a taser gun between their rib cage and their thigh on their left side and the sensation was so intense that they had to turn their stimulation off. Patient left a voicemail to their manufacturer representative (rep). Additional information was received from rep who states patient (pt) started feeling like they were being 'tasered' by their implantable neurostimulator (ins). Nothing seemed to prompt this, though, pt notes having three falls over the last three months with the most recent being eight weeks ago. Pt's stimulation is set to pt's normal settings. Manufacturer representative (rep) advised the pt to turn stim off in the meantime which resolved the issue while ins is off. Pt is not using adaptive stim. Pt using simple bipole programming with impedances 2/6 - 1160ohms. Rep states pt indicates it is not positionally related. Rep states the pt felt the issue while sitting in a chair, pt states nothing generating emi around them. Pt states the 'tasering' sensation is in a location where they normally feel stim. The sensation was painful. Agent reviewed considerations (imaging, reprogramming, pulling manufacturer file for any possible info). The patient was redirected to their healthcare provider to further address the issue.